Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was disconnected from network. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was disconnected from network. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was disconnected from network for too long and full sync required. A field service engineer (fse) performed t-shot and tested the station, confirming a solid connection to the wall port. Site information technology (it) conducted further testing on the port and router, identified a port issue, and resolved it by moving the connection to a new router port. The system functioned as intended after the field service engineer repaired the device.